Event description:
On (B) (6) 2009, the sales manager reported that after sterilization, it was identified that the locking mechanism was missing. There is a potential for this piece to fall into the wound if the event were to happen in surgery.

Manufacturer narrative:
Event happened during sterilization. Requests have been made for the return of the product. Request has been made to obtain the product. Device manufacture date is unk. Evaluation is pending.